Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated due to the presence of the patient's left ventricular assist device (lvad) causing weak telemetry. Troubleshooting was successful and interrogation completed. The patient was stable before, during, and after the interrogation.